Event description:
It was reported that an insulin gauge displayed an amount different from what was expected, with a discrepancy of more than 30 units, as the expected amount was 78 units, but only 15 units were shown. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer loaded a new cartridge, and tandem technical support advised the customer to call back if the issue reoccurs.